Event description:
"High restriction was found when half way delivering fib gdc 18 2 x 6 mm through excelsior 1018, but when used of other gdc 18 x 5 mm no problem at all." Upon evaluation in 2003 if was discovered that the main coil separated from the gdc pusher wire.